Event description:
It was reported that a device was used during a colostomy takedown. The device would not release from the tissue after firing. The surgeon tore the bowel 270 degrees around the circumference to remove the device. The case was completed with hand suture.